Manufacturer narrative:
Additional FDA product codes include: kra, catheter, continuous flush. Dqe, catheter, oximeter, fiberoptic. Dqo, catheter, intravascular, diagnostic. The device will not be returned. However, a supplemental report will be submitted once the investigation is complete. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the swan ganz catheter the cvp port white cap broke off from blue tubing. There was no patient injury. A second procedure was performed to have a new catheter inserted.